Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, after being fixed, the left ventricular (lv) lead and delivery catheter dislodged during the push and pull test. The lv lead was removed and not replaced. It was observed that during lv lead placement, the delivery catheter experienced some bumping into the right ventricular (rv) lead, which suspectedly resulted in cardiac perforation by the rv lead. The patient suffered cardiac tamponade and pericardiocentesis was performed to stabilize the patient. It was noted that the patient had taken their anticoagulation before the case. The rv lead is still in use. No further patient complications have been reported as a result of this event.